Event description:
It was reported the generator was not working properly, it was acting up and site had to continually reboot it everytime. There were no consquences to patients.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors during initial testing. There was one f6 (rf module communication with the controller processor has failed) on the second to last day of use; it was cleared by rebooting. There were two e2 (cut or coag foot pedal switch may be stuck in the on position) on the last day of use, this would not require the user to reboot the unit. The version of ucb software has a known issue where it did not reliably debounce the foot switch inputs. As such, it could spuriously display e2 errors without a foot switch being connected. With the upgrades, the system will alarm less frequently. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.